Event description:
It was reported that patient underwent total hip replacement surgery in 2007, during which she received a durom acetabular cup. Post-op, patient has been experiencing pain, and it has been recommended that she should undergo revision surgery, which is yet to be scheduled.